Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged and remains in the pt. The highly calcified lesion being treated was located in the extremely tortuous proximal left anterior descending artery. The vessel was pre dilated with a maverick 1.5x15 mm and 2.0x15mm balloon. A taxus express2 2.25x12 mm drug eluting stent was introduced with some force as the lesion was so tortuous. The stent was seen to come away at the tip and was removed. As it was withdrawn, the wire remained in position but the stent had fallen off. The physician did reenter to locate the position of the stent but did not know where the stent had been implanted. It is thought that the stent may have embolized in the pt's leg but was not visible. The procedure was completed with a different device. The pt was stable and returned to the ward and discharged 2 days later.